Event description:
Two screws implanted in an atb plate broke mid-shaft. The surgeon elected to remove the hardware because the plate was sitting under the iliac vessels on the anterior aspect of l4 and he didn't like the movement of the plate at this location. The tips of the screws were left in the patient.